Event description:
The end user alleges that the chair gets a power surge, and jumps to the right, and left. User alleges that last saturday evening the end user was going up a ramp, and the chair jumped off the side and threw her off the side of the ramp. She rolled out of the chair when it hit the ground and she braced her hands with her arms. Her left shoulder is injured from the fall. This is her 2nd chair, the first one was replaced by us because it did the same thing. She also stated that the left arm rest broke at the tip when the chair fell. The dealer wanted us to know that she is too big for this chair and she needs a pediatric chair. He feels this is causing a problem when she's driving it.